Manufacturer narrative:
(B)(4). Batch # r5af2w. Device analysis: the analysis results showed that one gst60g cartridge reload was returned unfired with the cartridge pan partially dislodged from both proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a sleeve gastrectomy, reload was opened, nurse wanted to insert the reload to the powered echelon gun, when a red plastic piece fell of the reload. And later the reload couldn¿t be placed inside the powered gun. There were no patient consequences.